Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient had a new pump implanted because the old one failed.